Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis found the hemostatic valve was dislodged inside the hub of the device. This finding continues to be deemed MDR reportable. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that during an idiopathic ventricular tachycardia (idvt) ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheaths - large became dislodged during preparation for the ablation procedure. The sheath was not inserted into the patient. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ large. Microscopic examination in the hemostatic valve surface has shown evidence of stress since was found broken. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed, and no internal actions related to the reported complaint were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). Correction: it was noticed that field g1. Manufacturer site city, was misspelled in the 3500a initial medwatch report as ¿irivine¿ and has now been corrected to ¿irvine¿.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2021-00847 for product code d138503 (carto vizigo" 8.5f bi-directional guiding sheaths - large).

Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) ablation procedure, the hemostatic valve of two carto vizigo" 8.5f bi-directional guiding sheaths - large became dislodged during preparation for the ablation procedure. The sheaths were not inserted into the patient. A third vizigo sheath was then opened and prepped without any issue. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.